Manufacturer narrative:
Concomitant medical products: 97810 interstim urinary mgu ipg, implanted on (B)(6) 2021; 978a128 interstim urinary mgu lead, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on some stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.